Event description:
The patient was taken to surgery for a complex open reduction internal fixation of femoral shaft fracture and related procedures. During the procedures while inserting the distal interlock screws, the distal drill bit tip off within the intramedullary bone. The drill bit was found to be safely within the interlocking hole of the "nall" and not within the soft tissues or impinging on any neurovascular structures. The foreign body was contained within the intramedullary bone without protrusion over any overlying soft tissues as a result, it was left in the patient.